Manufacturer narrative:
Once the investigation is fully completed, a supplemental MDR will be filed.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 the customer reported that when they merged study a and study b the comments from study a were lost. The customer did not allege an injury, the need for medical intervention, or adverse consequences as a result of the unretrievable images. However, there is a potential that a user may add clinical information into the comments section and therefore, there is a potential that information that may impact a treatment or diagnosis decision may not be present on a merged study. (B)(4).

Manufacturer narrative:
The investigation found that merge pacs was functioning as designed. Merge pacs version 7.1 release notes will address the deletion of comments in study a when merging with study b.